Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement and stent migration occurred. The target lesion was located in the renal artery. A 7.0mm x 15mm x 90cm express sd renal/biliary stent was advanced to the lesion however, the stent came off the stent delivery system balloon. The stent went down the side branch vessel and it was "fine" with the physician leaving the dislodged stent in that location. The procedure was not completed due to this event. No patient complications were reported and the patient's status is fine.